Event description:
I had the essure coils contraceptive device placed in 2009. Ever since that I have had chronic pelvic pain, ibs relating to this and nickel allergy. My ultrasounds show left coil not in fallopian tube and on x-ray shows both there but one is vertical and the other horizontally. I am seeking medical advice now and I haven't been offered any relief with this as of yet.